Event description:
Boston scientific received information that during this cardiac resynchronization therapy defibrillator (crt-d) implant procedure, a temporary pacemaker wire was being used and during induction testing, the temporary pacemaker paced causing a large artifact at 35 mv. The device oversensed this artifact, which did not allow the sensing to decrement down appropriately, which resulted in undersensing of ventricular fibrillation waves. A stat shock was then administered. Technical services recommended removing the temporary pacemaker wire and then perform inducting testing again. The local sales representative confirmed this was done and no further sensing issues occurred.

Manufacturer narrative:
The device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.